Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced chronic pain at the implant sites. Surgical intervention was undertaken. The device and electrode were explanted. No additional adverse patient effects were reported.